Event description:
It was reported that during a post-implant device check, there was an alert to acquire a new morphology template despite there already being an active template. After several attempts, it was confirmed that an active morphology template was stored despite the message saying there was none. Device remains implanted. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.